Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.

Event description:
Healthcare professional reported "the patient was injected 1.5 years ago with juvéderm volbella® xc in their lips and developed a lump that never went away; patient "experienced little lumps from the start." The patient was injected 7 months later with an unknown juvéderm® "to mask their lumps but it had no effect on the lumps" and "the lump remains." No treatment was reported. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01683 ((B)(4)). This MDR is being submitted for the second suspect product, unknown juvéderm®.